Event description:
During service, the baxter repair tech reported a fail code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A review of the product reporting database reveals no other reports on this device.